Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 357 mg/dl and an insulin injection was administered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issue was identified. The customer was to change out the supplies and insulin injections were to be used until the supplies could be changed.